Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, when they disconnected the transverse colon, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The operation was carried out normally after the replacement of the reload. There was no patient injury.